Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. The patient¿s anatomy was described as tortuous. During the procedure, the physician deployed a ruby coil into the target vessel using a lantern delivery microcatheter (lantern) and then attempted to detach the coil using a ruby coil detachment handle (handle). However, the ruby coil failed to detach after multiple attempts using the handle. The physician also manipulated the ruby coil pusher assembly and lantern but the ruby coil would still not detach. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil, the same lantern and the same handle. It should be noted that the physician did not use a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.